Event description:
It was reported that during a da vinci surgical procedure, it was noted that a damaged cable was observed on the large needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The pitch up cable was frayed at the distal idler pulley. The cable segment stuck out approximately .107. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.